Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown 13mm insert. It was noted that the device is not available for evaluation due to hospital policy. If additional information becomes available, it will be provided in the supplemental report. Not returned.

Event description:
It was reported that the insert was changed on a duracon ps because the patient had instability.